Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned to baxter and an evaluation was completed. The increased intra-peritoneal volume (iipv) event was identified during review of the event history log. The cause was determined to be due to a use error of setting the tidal total uf removal too low. The homechoice apd systems trainer¿s guide gives instructions on how to set the tidal therapy settings. A review of the label for the product family will be conducted. Should additional relevant information become available, a follow up medwatch will be submitted.

Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified. This even occurred in the therapy initiated on (B)(6) 2014 at 20:28:49. During night drain cycle eight, the patient's ultrafiltration reading was 1715ml, indicating the home patient drained 1340ml more than their maximum programmed fill volume of 1500ml. No additional information is available.